Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non conformance reports (ncr)s related to the reported issue for the reported lot. A sample was received for analysis and investigation; it consisted in one used PICC catheter which showed signs of use (blood residues). Functional testing was performed on the sample in order to confirm the issue reported by the customer. The test on the catheter confirmed a leak in the tubing. A visual inspection of the sample revealed an irregular hole in the tubing below the strain relief. The strain relief was measured and the result is 0.73 in. According to tolerance 0.72 to 0.74; it is within specifications. Based on the available information, it can be concluded that product was manufactured according to specifications and the device functioned as intended for the reported amount of time; therefore the most probable root cause can be considered as misuse; this defect was more likely damaged during use caused by the user during movement or manipulation of the device. No complaint triggers or trends were identified, therefore further corrective or preventive actions were not required. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling according to product specifications are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a peripherally inserted central catheter (PICC). The customer states the PICC was leaking just below the molded strain relief on the primary extension tubing (clear). Pvp and alcohol provided in the kit was used to clean the area and the area was completely dried prior to insertion. It was not difficult to handle the catheter during insertion. It was not difficult to secure and was secured with tegaderm and steri strips. The PICC was inserted on (B)(6) 2015 in the axillary. The line was used to continuously infuse fluids, no flushing needed. Chlorhexidine was used to clean the area. The hub was cleaned with chg wipes. The PICC was removed (B)(6) 2016 and was not replaced. The status of the patient is ok.